Manufacturer narrative:
According to the information provided to the manufacturer, the explanted lvad was disposed of by the hospital. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). Information was provided to the manufacturer through their device tracking system indicating that a pump exchange took place on (B)(6) 2013. Cause of exchange noted as "pump thrombosis". Information provided by the perfusionist indicated that this patient was at a set speed of 10, 2000 rpms with power at 7.5 watts, but had intermittent power elevations up to 11.3 watts. Lactate dehydrogenase was at 2100. Some small thrombus was seen at the time of explant on the rotor and in the pump stators. Following the pump exchange, the pump was disposed of. No information on preexisting conditions or inr is available.